Event description:
Caller reported a cartridge alarm with model 30. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in loading a new cartridge using the correct technique, which allowed the customer to successfully resume insulin therapy, resolving the issue.